Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Audible alerts occurred on (B)(6) 2016.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) demonstrated audible alerts due to magnet exposure. The device remains in use. No patient complications have been reported as a result of this event.